Manufacturer narrative:
(B)(4). Post market vigilance (pmv) led an evaluation of one device. The cannula is chipped at the distal end. Product analysis suggests the product was used in a surgical procedure. The reported condition was confirmed. Replication of the reported condition may be due to rough handling of the device and hitting a hard surface such as a tool or bone . A review of the device history record indicates this device lot number was released meeting all quality release specifications at the time of manufacture. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.

Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, during a lap appendectomy, a piece of end of the cannula chipped off and fell inside patient. Surgeon was able to retrieve piece. The patient is fine.